Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported receiving a potential false positive result in the online technical support chat on 09-jan-2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided), however, customer became unresponsive after agent engaged with the customer.

Manufacturer narrative:
Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.